Event description:
It was reported that patient received two inappropriate shocks as a result of an apparent lead fracture. Tachyarrhythmias were observed during pacing and lead had difficulty sensing. Right ventricular (rv) lead was explanted. No follow-up is required because product was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The partial lead was returned in segments for analysis. Visual summary analysis of the lead was performed and indicated apparent explant damage. Full analysis of the lead could not be performed. Products: 5076 implantable pacing lead unknown implant date. (B)(4).

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had exhibited varying impedance and oversensing in the form of short ventricular intervals. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.